Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate during a lap esophagusectomy procedure that after firing the instrument, the doctor found two staples were malformed. Hand sewing was added to complete the or. There was no adverse patient consequence.